Manufacturer narrative:
Zimmer biomet complaint (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-01359; 0001825034-2018-01360. Concomitant products: cat 11-300818 ¿ lot 186230 ¿ arcos tpr dist; cat 163669 ¿ lot 0000627869 - mod hd cocr std. This report is being submitted late as it has been identified in remediation reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
Clinical study 530 reported that a patient underwent revision surgery for right hip, and 3 years post op revision surgery it was reported for moderate pain, tolerable makes concessions to pain, some limitation of ordinary activity or work, for walking maximum distance have moderate limp, needs 2 canes for support, unable to use public transportation and unable to tie shoes or wear socks. It was also reported that with extreme difficulty getting in and out of car, moderate trouble in washing & drying, impossible to climb a flight of stairs, very painful to stand up from a chair.

Manufacturer narrative:
(B)(4).